Manufacturer narrative:
(B)(4). It was reported performance pull off suture needle. A detached and an empty opened foil of product code vcp359, lot # pc2200 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and slightly marks by use of a surgical instrument could be observed on the body needle. No remnant of the suture was observed into the barrel hole and the suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿the problem of pulling off suture needle happened when sewing the uterine tissue in the surgery of lower segment caesarean section¿.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pc2200, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) and suture was used. The problem of pulling off suture needle happened when sewing the uterine tissue. Changed another one to complete the surgery. There were no patient consequences reported. No additional information could be provided.